Event description:
It was reported that the patient was in a hospital and felt like her "stomach was being ripped in two". The patient had been having issues since a car accident two months ago and it was noted that she had seen her hcp the previous week. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the lead ¿malpositioned¿, dislodged or migrated, and the battery part was attributed to the event. It was reported a surgical revision occurred and the patient was hospitalized. It was reported that the neurostimulator was repositioned with reprogramming. A CT scan and reprogramming were performed on (B)(6) 2012. It was reported that results showed the pacer leads appeared ¿grossly intact throughout entire course.¿ impedances were reported as 523, current at 5, voltage at 2.6 / 2 / 6, pulse width at 330, and the rate at 2.8 ¿ ¿on 2.0 off 3.0¿. It was reported that the patient had ¿severe abdom[inal] pain¿ and nausea. The patient¿s outcome was reported as a non-serious injury/illness.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional review indicates that the model #, catalog #, expiration date, and serial # are unknown. Additional review indicates that the implanted date is unknown. (B)(4). Additional review indicates that the device mfg date is unknown.

Event description:
Additional information received reported that the device was replaced because the patient got in a car accident and her seat belt was where the implantable neurostimulator (ins) was. The patient was getting shocked in random places in (B)(6) 2013. It was unclear if the device was replaced or revised, as it was previously reported that the device was revised. Please see MFR. Reports #3007566237-2014-02345 and #3007566237-2014-02347 for information about the patient's previous device replacements. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.